Manufacturer narrative:
(B)(4). It is currently pending evaluation.

Event description:
When height is adjusted at head end of stretcher using the red release lever, the unit collapses to the ground and does not automatically lock into the progressive adjustment notches. These units have not been repaired at this stage as we feel this issue needs stryker's attention, we feel this may adversely affect the current urgent recall situation ref: (B)(4).